Manufacturer narrative:
Insulin pump esc button did not respond due to corroded keypad trace. Insulin pump was unable to verify no delivery alarm due to unresponsive button. Insulin pump received with minor scratches on display window and cracked reservoir tube lip.

Event description:
It was reported the customer received a no delivery alarm. The customer stated pressing esc and act button would not clear the alarm. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).